Event description:
It was reported that there are many tubing sets that separated at the blue clamp when the package was opened or during priming. There was no patient involvement. The events occurred in many units including the inpatient unit and emergency room department.

Manufacturer narrative:
The customer¿s report that the tubing sets that separated at the blue clamp was confirmed upon visual inspection. Visual inspection under magnification noted that both sides of the pvc tubing had insufficient solvent applied at the engagement during the manufacturing process. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. Functional testing was not performed as the customer's report was confirmed upon visual inspection. A dimensional analysis was performed and the tubing was measured and found to be within specification. The root cause of the tubing separation was a manufacturing issue for insufficient solvent being applied at the affected engagement due to equipment and/ or operator error. The device history record for model 2420-0007 lot 19123083 shows the set was manufactured on 12dec2019 with a total of (B)(4) units. There was a quality notification issued for separation lower-tubing (200306038) during the production build of this set. A CAPA was opened to implement the containment and corrective actions of the issue.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there are many tubing sets that separated at the blue clamp when the package was opened or during priming. There was no patient involvement. The events occurred in many units including the inpatient unit and emergency room department.